Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 444 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.